Event description:
The customer reported that approximately five and a half hours post stent/ptcra procedure in 2000, a vasoseal vhd kit size 2 was deployed. When the pt was ambulated, the pt experienced dizziness and pain. Ecchymosis and firmness was noted at the site. Manual pressure was applied, but it was difficult to control the bleeding. Then a femostop and then a c-clamp were applied to control the bleeding. The pt developed a hematoma and required a transfusion of two units of blood. Hemostasis was achieved and a pressure dressing was applied and the leg was wrapped with ace bandages. The pt was discharged on april 20, 2000. No further complications were reported.